Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height enhanced drawer 4 was failed and no lights on any boards. A field service engineer (fse) found that the solenoid was lock stuck. Then the fse replaced pyxibus module board, drawer controller board, retractor band and solenoid to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 4 2n drawer failed, and the cubies were not detected on the bus. The customer rebooted the pyxis station with the manually opened drawer left open. After logged back on, the drawer remained not detected on the bus. Shortly thereafter, a popping sound was heard, followed by a burning smell, and the machine began restarted repeatedly on a loop. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.